Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a cracked display window, a cracked case near the display window corners, a cracked and bleeding lcd glass, and a detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report that the customer fell off of the playground equipment and damaged the insulin pump. The caller reported that the display was cracked and the screen was blacked out. The customer's blood glucose level was 140 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.